Event description:
It was reported the pt was not receiving stimulation therapy from her scs system. The pt stated she lost stimulation therapy approximately six months ago. The pt also stated she has not charged her scs ipg in approximately eight months. A sjm representative confirmed the pt's ipg does not communicate with external devices and is inoperable. The pt's ipg was explanted and replaced with a new one.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.